Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she had an unspecified amount of tampons that had a string which was too short. Since the string was not long enough, she did not use these tampons and discarded them.